Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was broken off on the 2nd day of placement. The distal fragment of the catheter was left in the patient and will be removed with an additional procedure.

Manufacturer narrative:
The reported event was confirmed. Received only the catheter that had been cut. The tip was not returned. The visual evaluation observed that the catheter was broken. The breakage did not occur as a result of any manufacturing process related cause. Based on the evaluation, it was concluded that the exact time of how and when the problem occurred could not be determined. The surface was normal in appearance with the presence of typical jagged tearing which resulted from breakage of the catheter. The tearing looked like the shaft was pulled with external forced that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions were evident on the sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]."

Event description:
It was reported that the catheter was broken off on the 2nd day of placement. The distal fragment of the catheter was left in the patient and will be removed with an additional procedure. Per additional information, the patient was transferred to another facility. The distal fragment of the catheter was removed by cystoscope.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was broken off on the 2nd day of placement. The distal fragment of the catheter was left in the patient and will be removed with an additional procedure.